Manufacturer narrative:
Manufacturer's ref. (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where a small crack in the casing allowed blood inside. The returned device was visually inspected, it was observed that white material was stuck underneath of electrode #2 and the ring was slightly raised. In addition, reddish material was found under the pebax. Per this condition a scanning electron microscope (sem) testing was performed and the results show that the pebax external surface presented evidence of scratches and cracking between the polyurethane and pebax. It is possible that an unknown object hits and cracking the pebax surface. Therefore, a fourier transforms infrared spectroscopy test (ft-ir) was performed in order to identify the type of foreign material; the results revealed that white particle is presumably a plastic composite primarily composed of polyethylene and inorganic filler presumably barium sulfate. Due the ring damage, the catheter outer diameter was measured and was nfound within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed. However the root cause of the electrode and pebax damage cannot be determined. Further information received indicates that sheath used during the procedure was smaller (8fr) than the recommended by the instructions for use (8.5 fr). The root cause of damages could be related with the usage of a smaller sheath and this might contribute to the catheter damage.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical sr0 8fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where a small crack in the casing allowed blood inside. The issue was noticed after the case had been completed. Aside from the crack in the casing, no other damage was observed. No patient consequences were reported. The sheath in use was a st. Jude medical sr0 8fr. No resistance was encountered while introducing or retracting the catheter from the sheath. The presence of blood in the catheter is an expected finding after these types of procedures, and is not an MDR reportable event. However, the casing of the catheter was reported to be broken, exposing the patient to the internal catheter components. This creates a critical risk of thrombus formation, making this event MDR reportable. On 3/3/2017, the biosense webster failure analysis lab received the device for analysis and found that the second electrode was damaged, causing a sharp edge. Additionally, foreign material was found underneath the electrode. Foreign material within the usable length of the catheter creates the risk of thrombus, and sharp electrode edges can damage the patient¿s vascular endothelial linings during withdrawal. As a result, these findings are also MDR reportable.